Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240(air in tubing)/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 5 of 5. The home patient (hp) was connected. The caller would discard the supplies and call the registered nurse (rn) per missed therapy and the air detect alarm. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.